Manufacturer narrative:
Concomitant product: p151828 permacol 18x28x1.50 x1 (lot# 1281509), spmm149 surgipro* mesh und 35x22 cm mono (lot# unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after the implant, the patient experienced abscess, fistula, infection, and pain. Post-operative treatment included additional surgery, revision surgery, debridement, and mesh removal.